Event description:
On may 12, 2009, the lay user/patient contacted lifescan alleging the calibration code number on the one touch ultra link meter changed on its own. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The patient said that the issue began on (B) (6) 2009 at an unknown time. The patient said that about two weeks prior to calling lifescan, her endocrinologist adjusted her insulin intake. The patient is currently on an insulin pump. The patient did not allege any symptoms or injury. This complaint is being reported because the issue was not resolved through troubleshooting. The product did not cause or contribute to injury because the patient did not allege any symptoms. The patient's doctor adjusted her management of diabetes, which is not intended to prevent an acute symptom.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.